Event description:
The facility reported to surveillance a pump in which a piggyback set up with a 250 cc bag of phentenol that was programmed at 20 cc per hour. The nurse returned to the room to check the patient, found that the pump was alarming and the piggyback was set at 125 cc per hour. The infusion had been running for approximately an hour. The nurse stopped the infusion, swapped out the pump and continued therapy. There was no patient injury or medical intervention per the hospital representative. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.